Manufacturer narrative:
The investigation determined that the root cause of the short wiper gasket was related to the molding of the seal at the component supplier. A new mold was qualified and implemented at the end of (B)(6) 2013.

Event description:
As reported, during the use of a vamp adult kit, air was noted in the reservoir and blood was detected behind the plunger seal. The staff of the hospital made an observation that one of the patient's finger tips became necrotic but they stated "this was only a observation and must not be mandatory in conjunction with the reported issue." At the time of discharge from the hospital, the "finger tip was necrotic - should have been amputated - but was refused by the patient." During follow-up communications with the physician involved, it was stated that "it does not necessarily have to be associated with a potential air leakage of the device." No further events have been reported for this patient.

Manufacturer narrative:
One vamp adult system was returned for evaluation. Dry blood was evident on the plunger side of the blue seal and on the inside of the contamination shield. Blood was evident between the seal and reservoir it was apparent that blood had leaked past the blue seal to the plunger side and out of the reservoir cap into the contamination shield. A simulated use test was performed to the vamp system in an attempt to recreate how blood passed the seal into the plunger side. No leakage was detected past the seal during the simulation, when the IFU recommendations were followed. It is recommended in the IFU to smoothly and evenly move the plunger at a rate of 5ml per 3-5 seconds during aspiration and injection of blood from the reservoir. Air leaked past the seal during aspiration and fluid leaked past the seal during injection if the plunger was pulled and pushed unevenly (side loaded). Leakage occurred at only one location of the seal. The seal and attached plunger were removed from the reservoir for visual examination. The wiper of the seal at the location of leakage appeared shorter than expected. It was not possible to compare the seal dimensions with the applicable drawing because the seal was not in its original condition; after assembly, the seal is compressed inside the reservoir. Although the complaint was confirmed, it is not possible to definitively link the finger tip necrosis with the vamp adult system or determine the actual cause of finger tip necrosis in this patient. There was no report of air injection into the patient, nor was there an allegation of a related injury by the physician. The product IFU provides the following caution: remove all air bubbles to reduce the risk of air emboli. All invasive procedures carry some risk of injury; thrombosis and air embolism are potential complications associated with the use of radial arterial lines. An investigation is currently open to determine the root cause of the short wiper seal and implement any necessary corrective actions.